Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number: 2016493-2024-46924 is a concomitant. Please refer to manufacturer report number: 2016493-2024-46764, which captured the correct suspect device per investigation report.

Event description:
It was reported that the customer is investigating the administration of a medication (drug ID: 209). Cardizen/diltiazem was intended to infuse at 5ml/hr with a volume to be infused of 85mls, however allegedly the infusion was programmed at 125ml/hr. Customer is requesting log review to see if this was done using guardrails or manually. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer is investigating the administration of a medication (drug ID 209). Cardizen/diltiazem was intended to infuse at 5ml/hr with a volume to be infused of 85mls, however allegedly the infusion was programmed at 125ml/hr. Customer is requesting log review to see if this was done using guardrails or manually. There was patient involvement but no harm.